Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that, in the last couple of days, when they patient would urinate, it would only trickle. They stated that they fell the week prior and it was unknown if this affected anything. The patient didn¿t know if the implant was on or off and didn¿t know how to use the programmer. After syncing, they found the stimulation was on and they were able to adjust the stimulation. They increased and felt the stimulation in the correct area. There were no further complications reported or anticipated.